Event description:
The patient underwent pipeline embolization treatment on (B)(6) 2012. It was reported that the proximal end of the pipeline had migrated into the aneurysm, while the distal portion is still anchored to its original location. The patient stated having pain. The patient will be retreated to re-anchor the proximal end.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).